Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer states his physician prescribed metformin to him based on results obtained from the aviva nano system. Customer tested for 6 weeks and states he had been obtaining results of 14.4 mmol/l and 12.8 mmol/l (dates and times of these results are not known). Customer states while on the medication, he had two episodes of "black- outs" while walking in the street. Customer states that he felt dizzy, sweaty, hot and shaky. He fell, fainted and laid down, drank water. Symptoms subsided during both incidents. Customer went to see his physician and was sent for a fasting blood sugar. The result was 4.1 mmol/l and different test showed the "retro- results of the last 4 months" that gave "0.060" as result. The physician advised this was a normal reading and discontinued the metformin immediately. Requested return of suspect device; however, customer refuses to return the aviva system.